Manufacturer narrative:
A partial lead with the distal tip measuring 51.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that low r-wave sensing and high capture threshold were noted. The lead was found to be dislodged. The rv lead was extracted and replaced. The patient was well after the procedure.